Event description:
It was reported that during a lap gastric bypass procedure, the surgeon was using the optiview trocars, two working ports were leaking pneumo when torqued with 5 mm instruments. They were able to complete the procedure. There was no patient consequences reported. The devices were discarded. There was no other information available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.